Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure that a c-34 error occurred anytime the customer fired monopolar energy. The customer tried a new energy cord, power cycled the erbe, tried a new instrument, and tried both monopolar ports on the erbe. The intuitive tech support engineer (tse) suggested using a force triad generator, or a different vision side cart (vsc). There were no reports of patient injury. Intuitive received the following additional information via follow up: the system was working properly at the beginning of the case. The system initially powered on with no errors. The case was completed using a force triad generator. The erbe was replaced the following day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis error message/fault- hard on startup unit displayed c-34.